Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the erroneous alarms on the heartmate ii system controller was unable to be confirmed. Heartmate ii system controller (serial number: (B)(6)) was not returned for analysis and no log file was submitted for review. Provided information stated that there was no plan to return any equipment for evaluation. Multiple requests were made for log files from the exchanged heartmate ii system controller (serial number: (B)(6)); however, only log files from the patient's new primary controller were received. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate ii system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications and was shipped on 26sep2016. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced pump stops on ungrounded cable. The patient had a previous short to shield with no intervention. The patient presented with a controller fault (potentially in backup mode) and the controller was swapped to a new one. Log files were submitted from the new controller with only 3 lines of data. X-rays of the driveline were submitted but they were unremarkable. Following this, the pump turned off again and was unable to be restarted. The patient was given the option for a heartmate (hm) ii to hm ii exchange, but they opted to not proceed. The pump reportedly remained off and the plan was to close the driveline site and the outflow graft. The patient remained stable. Related MFR for the pump: 2916596-2023-07232.